Manufacturer narrative:
One smiths medical cadd solis vip pump was returned in a good condition. Event log history was performed and showed that system fault occurred. During analysis, the pump was found to be displaying an "addd" code in the versions screen main menu, which referenced to ui_error_irq_prefetch "44509" error code message. The cause of the reported problem was found to be a faulty microprocessor unit (mpu) board. Service will replace the mpu board to correct the reported problem. Based on the evidence, the complaint was confirmed. The problem source of the reported event is unknown.

Event description:
Information was received indicating that, during bench testing, a smiths medical cadd solis vip pump exhibited an error code "44509". No patient was involved, and no adverse effects were reported.